Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed transducer pt800 failed to calibrate. Carefusion failure analysis lab technician was able to verify the customer's reported issue. Transducer pt800 also recorded faults on the event log.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The suspect device/component has been received by carefusion but at this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported to carefusion that the vela ventilator alarmed transducer fault, motor fault and ventilator inoperable (inop) during a check after patient use. The customer confirmed there was no patient involvement associated with the reported issue.